Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated he was treated by the paramedics due to low blood glucose levels below 20 mg/dl. The customer stated he was in an airplane and he became very aggressive and confused prior to being treated. The customer had no idea why his blood glucose levels went so low and he has no recollection of the events inside of the airplane. The customer also stated he was wearing the sensor and it never gave an alarm to let him know of the low blood glucose levels. The customer stated he is new to the sensor system. Advised the customer to always check his blood glucose with a glucose meter and not to rely solely on the sensor system. The customer was unable to troubleshoot the system during the phone call.